Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer went to the bathroom and found his pump was off. Customer's blood glucose level was 233 mg/dl. Customer inserted a new aaa alkaline battery but the display did not return. Customer was assisted in performing the self test. Customer was advised to monitor the pump. A replacement battery cap will also be shipped. Customer stated that the meter was able to send the reading to the pump successfully. No further assistance required.